Manufacturer narrative:
The following elements have blank data

Event description:
During tavr an attempt was made to replace the patient's aortic valve. Once the valve was inserted, an attempt was made to deploy it and the balloon was ruptured. Interventionalist went to remove the valve and the tip of the e sheath broke off in the femoral artery and traveled to the renal artery. Edwards clinical representative was in the room, aware, and notifying edwards to open a clinical investigation. Manufacturer response for heart valve delivery system, edwards sapien iii transcatheter heart valve part (per site reporter). Representative was in procedure room and has opened an investigation of the device.

Event description:
During tavr an attempt was made to replace the patient's aortic valve. Once the valve was inserted, an attempt was made to deploy it and the balloon was ruptured. Interventionalist went to remove the valve and the tip of the e sheath broke off in the femoral artery and traveled to the renal artery. Edwards clinical representative was in the room, aware, and notifying edwards to open a clinical investigation. Manufacturer response for heart valve delivery system, edwards sapien iii transcatheter heart valve part (per site reporter). Representative was in procedure room and has opened an investigation of the device.

Event description:
During tavr an attempt was made to replace the patient's aortic valve. Once the valve was inserted, an attempt was made to deploy it and the balloon was ruptured. Interventionalist went to remove the valve and the tip of the e sheath broke off in the femoral artery and traveled to the renal artery. Edwards clinical representative was in the room, aware, and notifying edwards to open a clinical investigation. Manufacturer response for heart valve delivery system, edwards (B)(6) iii transcatheter heart valve part (per site reporter) representative was in procedure room and has opened an investigation of the device.